Event description:
It was reported that catheter tip detachment occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use to treat coronary artery disease. However, during unpacking, the tip of the shaft was dislodged during removal of stylet. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 16mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. A visual and tactile examination of the polymer extrusion identified a break. A microscopic analysis of stent profile shows no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the polymer extrusion identified a break at the site of the guidewire exchange port. Examination of hypotube shaft identified multiple hypotube kinks along the length of the hypotube shaft. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that catheter tip detachment occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for use to treat coronary artery disease. However, during unpacking, the tip of the shaft was dislodged during removal of stylet. The procedure was completed with a different device. No patient complications were reported.